Event description:
The physician was using a tracheo-bronchial stent for the patient. Located on the delivery device were two small plastic rings (spacers/markers). At some point during the procedure, one of the rings fell off into the bronchus. The physician retrieved the ring without difficulty with the bronchoscope. The patient tolerated the procedure well.